Event description:
Rptr is using a smith deltec cozmo insulin pump. It is supposed to be water-resistant. Rptr was swimming in a pool while on a small vacation and when rptr got out of the pool there was an alarm going off on pump and the screen was blank. Rptr called the deltec company and they said take the battery out and put it back in, so rptr did. It appeared that the pump was going to power up and went through the usual screens but then the alarm started going off again and the screen went blank. The deltec company said they would send out a new pump first thing in the morning. When rptr called to find out when they could expect pump. The person on the phone said the customer service people wouldn't be in until 2 days later and she had no way of checking on pump. Next, finally someone called and said rptr would get pump between 6 and 8 pm. Then they called back and said 9 or 10 and then they said the airport baggage area was closed so rptr wouldn't get it until the next a.m. Rptr met the courier at the airport on their way to catch their flight home he gave rptr their pump. Meanwhile, rptr had to take injections of insulin every 2 hours and check blood sugar each time, all through the night, etc. Rptr was very ill and their sugars were high. It ruined rptr's vacation. This isn't the first time that rptr's cozmo have let them down. Rptr just started using the cozmo in july and the first one failed after swimming in august. Now this cozmo failed and rptr hasn't even been using their product for a whole year yet. Rptr feels they should not be allowed to say that their pump is water-resistant because it is hit and miss; sometimes it's water resistant and other times it is not. This put rptr's health and life in danager and ruined their trip.